Event description:
Ous MDR - after an implantation time of about 21 months, it was reported that the pt has died. The ICD could not be interrogated. The device was explanted.

Manufacturer narrative:
Ous MDR.